Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (>500 mg/dl); cause was not known. Insulin pen was used to address bg. Customer was hospitalized. Ketones were very high. Customer was treated with an insulin drip. Bg was resolved and customer was discharged on (B)(6) 2018. Contact declined tandem technical support¿s offer to troubleshoot as everything is ¿going smoothly¿ and bg was 179 mg/dl.